Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Receiver charge and boot tests were performed and passed. The receiver log was downloaded and reviewed finding no data within the investigation window; the receiver shutdown after the log was downloaded. Functional tests were not performed due to the power dropping out when connected to charger or download tool. An internal visual inspection was performed and passed. The allegation was confirmed. The probable cause was determined to be a defective u15. No injury or medical intervention was reported.